Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a left internal carotid artery occlusion with a catastrophic neurological injury. The patient was admitted to the hospital due to altered mental status on (B)(6) 2016. The patient was intubated and an ischemic stroke was diagnosed. The patient's inr was 3.1 at the time of incident. Hospice was initiated and support was withdrawn after one day. The patient expired on (B)(6) 2016.